Event description:
Treatment of an aneurysm located in the ica (internal carotid artery). The patient¿s anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.25mm x 10mm) could not be immediately released from the capture coil causing it to be improperly placed in the m1. The patient was fine and was scheduled for another procedure.

Manufacturer narrative:
Pipeline was implanted in the patient and the pushwire was discarded. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.(B)(4)